Manufacturer narrative:
The meter remote has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: date of submission 07/31/2014. Device evaluation: the meter has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation of the meter, system/meter data corruption was found. An error 1 sub code 5 alarm occurred immediately when powering on the meter. During testing, the pump and meter were not able to be paired and the required investigation was not able to be performed due to the inability to clear an error 1 alarm sub code 5 message.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. The reporter alleged that the meter remote emitted an ¿error 1¿ message randomly. It was noted that the error 1 was not able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.